Event description:
It was reported that the patient had a cardiac event two weeks post-operative. "Vf cardiac arrest due to underlying, undiagnosed coronary artery stenosis. Unrelated to device, possibly related to procedure."

Manufacturer narrative:
(B)(4) - the associated device was not returned for evaluation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. We have not had any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.